Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl 37.5 mcg/ml at 24.976 mcg/day and dormonid 200.0 mcg/ml at 133.20 mcg/day via an implantable pump. It was reported that upon pump examination the pump status presented motor stall. A new pump was implanted in the patient. The event lead to or extended hospitalization by 3 days. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no reported symptoms. There was no injury as a result of the event.

Event description:
On (B)(6) 2016 it was further reported that during normal use the pump ¿stopped work¿ and was explanted. Diagnostic testing/troubleshooting was reported as ¿n/a¿. The event date was reported as (B)(6) 2016. It was later reported that the event did not lead to or extend patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.